Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a hemodialysis catheter. The customer reports they had a pinhole occur on the venous side of the extension tubing; however, the customer states the doctor confirmed it was a scissor cut. The catheter needed to be pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.